Event description:
It was reported that distal tip detachment occurred. A 300cm straight tip v-14 short taper control guide wire was selected for use. However, during procedure, the distal tip was separated. All parts were removed from the patient and catheter. The procedure was completed with no patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: unit returned with its original pouch overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The device returned, and it was observed that the distal tip was detached/separated and bent/kinked. No more damages or issues were observed. The pouch was returned, and it was observed that the pouch information matches with the complaint information. Under the microscope it was observed that the distal tip was detached and kinked. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
It was reported that distal tip detachment occurred. A 300cm straight tip v-14 short taper control guide wire was selected for use. However, during procedure, the distal tip was separated. All parts were removed from the patient and catheter. The procedure was completed with no patient complications were reported.